Event description:
It was reported that an alarm occurred for a critical motor stall and it was unknown if it recovered. As reported, the pump showed ¿motor stall occurred¿ message. The alarm went off very often, however there was no alarm set up. The elective replacement indicator was 12 months. It was unknown if any diagnostic testing or troubleshooting occurred. It also remained unknown if the issue was resolved or the cause determined. Ultimately, the pump was explanted and replaced. It was unknown what medication this device system delivered at the time of the event. The patient¿s status as the time of the event and if the patient experienced any symptoms was unknown. Additional information was requested to clarify event details of the reported stall, alarms, and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. (B)(4)

Manufacturer narrative:
The pump delivered morfina 5 mg/ml at a dose of 6.6001 mg/day and clonidinia 30 ¿g/ml at a dose of 39.601 mg/day. Conclusion code no longer applies to this event.

Event description:
Additional information received reported the duration and cause of the motor stall was unknown. The customer was only aware of one stall. The patient was fine and receiving effective therapy.

Manufacturer narrative:
(B)(4).